Event description:
Employee was assisting with a blood draw when the bd safetylok butterfly device malfunctioned. While changing vacutainer tubes, the rubber stopper did not recover the sharp at the end of the device, leaving the needle exposed. The employee was stuck by a contaminated needle and potentially exposed to bloodborne pathogens. The employee received post-exposure evaluations and follow-up, and is negative for any exposure thus far.